Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was not working properly and was not alarming. The patient was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator allegedly was not working properly and was not alarming. The patient was admitted to the hospital. The manufacturer received information from the durable medical equipment (dme) supplier that the device was returned to their facility and was tested. The device passed all testing and was placed in the dme's inventory. The device is not returning to the manufacturer for evaluation. The dme also reported the patient's admission to the hospital was due to his illness and was not caused by the device.